Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. On event date the pt presented wtih recurrent disc herniation. The investigator noted the event as severe in intensity. Physician ordered an MRI which showed recurrent disc herniation on the right l5-s1 and prescribed surgery performed in 1999. The condition was reported resolved with treatment 10 days after event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted post-operative risk complication as a possible cause for the event.